Manufacturer narrative:
This report is being supplemented to correct information provided on the initial report.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on that it was a damage on the appearance, omsc assumed that the reported event that the digital output port was damaged was caused by handling. And based on the information that the device was manufactured over 13 years ago, omsc assumed that color abnormalities in the endoscopic image was caused by the defect of main circuit board due to aged deterioration. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the endoscopic image was too white to be seen. Then, olympus inspected the device at the service department of olympus (B)(4) and found that the video cable connector was defective. Digital output port was mechanically damaged. Color video output via rgb output port was not displayed correctly, all colors were not displayed. It was also found that the card connector on the front panel was damaged. There was no report of patient injury associated with this event.